Event description:
It was reported that an arteriotomy closure of the mildly calcified left common femoral artery was attempted using a proglide device after an angioplasty procedure of the posterior fibular and tibial arteries. Reportedly, during the plunger and needles retraction from the device body, the knot was loose and untied. The device was removed and manual arterial compression was used for 30 minutes to achieve hemostasis. There was no adverse patient sequela. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The safety and effectiveness of the perclose proglide device have not been established in patients with femoral artery calcium which is fluoroscopically visible at access site. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported event was unable to be confirmed, because key components were not returned. Only the body of the device was returned. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.